Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d234trk cardiac resynchronization therapy defibrillator, model number 419678, implantable pacing lead, implant date: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead (rv) exhibited fluctuating impedances over the last 80 weeks. The device remains inuse. No patient complications have been reported as a result of this event.